Event description:
Information was received that reported a patient had been hospitalized due to hypoglycemia. The reporter stated that during the day of 2007, his insulin infusion pump with blood glucose monitor gave her a reading of 400 mg/dl. The reporter states that he gave a correction bolus based on this reading . He reports that he became unconscious due to low blood glucose and was brought to the emergency room where his blood glucose was reported to have been 40mg/dl. He was treated at the emergency room and released, the device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected and the product was within specification. Note: the customer did not return or identify the test strips that they had used.